Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to non-diabetes related event. During the ER stay, the customer experienced a blood glucose (bg) level of 369 mg/dl and diabetic ketoacidosis (dka) resulting in a subsequent hospitalization. No issues were observed with the cartridge, infusion set tubing or infusion set cannula during this event. Customer received intravenous fluids, an insulin drip and pain medication as treatment. While at the hospital, the customer disconnected from the pump. During this time, insulin delivery was not suspended. However, the customer did not observe any insulin being delivered by the pump, leading the customer to allege that the hospitalization was caused by an issue with basal delivery. Customer was released five days later with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.